Manufacturer narrative:
Device has not yet been returned to the manufacturer for technical analysis.

Event description:
During a coiling procedure of a wide neck aneurysm at the internal carotid artery, the physician inserted an orbit complex coil 4 x 10, as the first coil using a sentry balloon catheter. The first coil was successful and the physician removed the microcatheter and the balloon to finish the coiling procedure. Unfortunately, the coil mass came out of the vessel (internal carotid artery). The physician tried to support the coil mass with the neuroform2 microdelivery stent system 4.0 x 15 mm, but the subject device deployed early in the internal carotid artery because of the tortuous vessel and other factor. The physician used a new neuroform2 microdelivery stent system 4.0 x 15 mm and finished the procedure without any complication.